Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the consumer also reported she was in extreme pain. Information received from the doctor also reported that the consumer started experiencing loss of effect/pain earlier this year (2015).

Manufacturer narrative:
Concomitant medical products: product ID: 97714, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome and spinal pain. It was reported that the patient experienced a sudden loss of coverage on (B)(6) 2015. Electrode impedance was measured at 3v in different positions. Depending on the position, a variety of different contacts showed impedance values of >40,000 ohms. For example, while the patient was lying back, contacts 9, 10, and 15 all showed >40,000, and 12 and 13 were high but not out of range. It was noted that the implant was on. The patient reported that they had a fall in (B)(6), though they didn't lose coverage until (B)(6). The patient was going to follow up with their health care provider. Additional information has been requested regarding troubleshooting and patient outcome, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted. Additional information received reported that x-ray images were taken and showed one lead was not working; the left lead was slightly lower than the right lead and that one of the leads had a kink. The patient was only getting relief on one side. Multiple troubleshooting and reprogramming sessions were performed with the manufacturer representative however due to the malfunction a lead revision was ordered by the health care provider (hcp) and the patient was awaiting authorization from insurance.